Manufacturer narrative:
This report is of one of two being reported for this case. Reference mfg. Report #2015691-201-904113 the commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: the delivery system was full inserted through the full loader assembly, locked with ¾¿ of the fine adjust and balloon catheter in the valve alignment position, balloon burst confirmed ¿ radial and longitudinal and does not appear to be missing any balloon pieces. Functional testing was not performed due to the condition of the returned device (balloon burst). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and was found to be within specification. During the manufacturing process, visual inspections and tests are performed throughout the process. The inflation balloons are 100% dimensionally and visually inspected. The balloon size was inspected during the pleating and folding process. During final inspection the balloons undergoes 100% inspection by both manufacturing and quality for visual defects. During final inspection, the entire device is visually inspected distal to proximal. Product verification (pv) testing is performed on a sampling basis for physical defects and burst pressure. The lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The device history record (DHR) was reviewed and did not reveal any issues that may have contributed to the reported event. A lot history review was performed and did not reveal any additional complaints for the reported event. A review of complaint history from october 2018 to september 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggested that patient/procedural factors contributed the event. A review of complaint history revealed that the occurrence rate did not exceed the september 2019 control limit for all the trend category. The IFU (commander delivery system), device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The device preparation manual provides guidance on delivery system preparation and inflation volume for the balloon. Visually inspect the following components for damage before unpacking, fill inflation device with excess volume relative to the indicated inflation volume, lock, and attach 3-way stopcock, close stopcock to inflation device and de-air delivery system with luer lock syringe ensuring no fluid is left in balloon, leave neutral (zero) pressure in delivery system after de-airing, and close stopcock to delivery system and rotate inflation device knob clockwise to remove any remaining air bubbles and contrast medium from inflation device to luer lock syringe to achieve appropriate volume required to deploy thv. In addition, the recommend inflation volume for a 23mm thv valve is 16ml. The procedural training manual provides guidance on if the delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system through the tip of the sheath, maintain guidewire position, check for paravalvalur leaks under echo and if post-dilation is needed, use a new delivery system. No IFU or training deficiencies were identified. The complaint was confirmed from visual inspection of the device. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. It is possible that during deployment, the balloon interacted with the severe degree of calcification around the valve, leading to the burst of the inflation balloon. It was also mentioned that the user added +1cc of saline to the specified amount which could have made the inflation pressure higher than normal. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcified nodules or interaction with existing coronary artery stent can compromise the structure of balloon wall, even in at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, without additional procedural imagery, the source of the rupture is unknown. In this case, available information suggests that procedural factors (over inflation of balloon) and patient factors (severe degree of annular calcification) may have contributed to the reported events. However, a conclusive root cause is unable to be determined. Review of, dimensional and visual inspections revealed no indication of non-conformances. The complaint occurrence rate did not exceed the september 2019 control limit for the applicable trend categories. No edwards defect was identified in the evaluation; therefore, no product risk assessment nor corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 23mm sapien 3 valve the commander system balloon with an additional 1cc of volume ruptured. The valve was deployed with a good position and expansion, trace paravalvular leak (pvl) on fluoroscopy was observed. The delivery system was able to be withdrawn into the sheath with minor resistance. The procedure was successfully completed, with no injury to patient as a result of the balloon rupture. The device will be returned for evaluation.